Event description:
Major pump unit(s) involved: blood pump; device thrombosisadditional text: htmt ii suspect thrombus; increase power with decreased pi changed to angiomaxspecific component(s) involved: pump drive unit malfunctionadditional text: suspect thrombusother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): noneother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: blood pump, device thrombosis. Specific component(s) involved: pump drive unit malfunction.